Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The mother states the customer's changed sets with a friend at camp, and now the customer has been running high. Troubleshoot was conducted. The customer was assisted with informative differences in sets and will be sent sample sets.